Event description:
(B)(4) study. It was reported that chest pain and restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Index procedure was then performed. Target lesion #1 was located in the distal right coronary artery (rca) with 85% stenosis, a length of 10 mm, and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 0% residual stenosis. Target lesion #2 was located in the rca with 95% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm study stent with 0% residual stenosis. Target lesion #3 was located in the proximal left circumflex (lcx) with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 4.00 mm x 12 mm study stent with 0% residual stenosis. Target lesion #4 was located in the mid rca with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm study stent with 0% residual stenosis. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2013, the patient had a chest pain and was hospitalized. In (B)(6) 2013, the 85% stenosis at proximal rca was treated with pre-dilatation and placement of a 3.0 x 16 mm promus drug eluting stent. Post treatment, 0% residual stenosis and timi 3 flow was noted. Three days pst procedure, the patient was discharged.

Manufacturer narrative:
Event date: (B)(6) 2013. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).